Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the when the batteries get low the device does not alarm that the battery is low, then the mx40 powers off. The device was in use on a patient. There was no report of patient or user harm.